Event description:
A malfunction alarm identified as malf 16 was reported, with no notable events occurring prior to the issue. There was no reported adverse impact on the customer's blood glucose level. Customer reverted to an alternate method of insulin therapy.